Manufacturer narrative:
Sample type for this assay was random urine. No sample issues were noted. Customer indicated that other chemistries were performing acceptably. Bci service performed repairs which have resolved issue. A root cause has not been determined for this event to date.

Event description:
A customer reported to beckman coulter inc. (Bci) that the immage immunochemistry system generated erratic microalbumin (ma) results for seven (7) patients. No specific patient information was provided. Customer provided patient results with no specific dates. No effect on patient treatment as incorrect results have not been reported out of the laboratory.